Event description:
Procedure: lap chole. According to the reporter: on (B)(6), a laparoscopic cholecystectomy was performed on pt with acute gallbladder disease. The device was inserted through the port which set under the xiphoid process, and clipping was done on cystic duct. The procedure was completed without problem, but it was noticed bladder was near the duodenum due to severe inflammation. On (B)(6) the pt complained of pain, and by endoscopic examination it was confirmed the clip-head got stuck in around the duodenal bulb. The pt was treated with oral medicine for duodenal ulcer and still under observation.

Manufacturer narrative:
(B)(4).